Event description:
It was reported that this left bundle branch (lbb) lead was attempted to be implanted, however, the helix was damaged and did not disengage in the septum. Technical services (ts) advised following actions for a successful implant. Ultimately, the lbb lead implant was unsuccessful as the lead got stuck in the patient's tissue. The lead fell apart while taking it out. Another physician joined the case, and the lead was able to get all parts of the lead out. The left ventricular (lv) lead port was plugged. No additional adverse patient effects were reported.